Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue mx500 patient monitor. No information was made available whether any sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.